Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported "door not fully latched" alarm was reproduced and confirmed through evaluation. The door hooks and latch pins were replaced to correct this condition.

Event description:
It was reported that a spectrum pump had "door not fully latched" alarms. It was also reported there was no patient injury.